Event description:
Unable to aspirate blood because of a split in the artery extension tubing near the bifurcation.

Event description:
Unable to aspirate blood because of a split in the artery extension tubing near the birfucation.